Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported infection and bone loos. The patient was prescribed antibiotic (amoxicillin) before the implant was removed. This complaint was created to capture that event. Symptoms as a result of the event: abscess & pain. (B)(6) 2025 - spoke to dr (B)(6), who stated: 1. Antibiotics were prescribed on (B)(6) 2025. 2. Pain meds were prescribed on (B)(6) 2025.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g4. Premarket identification g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative DHR review was completed for the subject lot number 1288516. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number 1288516 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : medical : infection. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
No further event information is available at the time of this report.